Event description:
It was reported that this brady lead was attempted due to lead fracture and helix issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to lead fracture and helix issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, lead fracture was identified at the distal tip, where the helix had completely broken off. The suspected cause was torque buildup during helix removal, associated with the implantation technique used in left bundle branch area pacing. No adverse patient effects were reported, and the helix was successfully removed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing and in the neck region. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this brady lead was attempted due to lead fracture and helix issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, lead fracture was identified at the distal tip, where the helix had completely broken off. The suspected cause was torque buildup during helix removal, associated with the implantation technique used in left bundle branch area pacing. No adverse patient effects were reported, and the helix was successfully removed.